Event description:
During attempted implant, there was difficulty attaching the suture sleeve to the left ventricular (lv) lead. Lead damage was suspected; increased capture threshold and high pacing impedance were observed. The lv lead was repositioned and successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.